Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09sep2020.

Event description:
The customer reported settings should be accepted when the accept button is depressed. This unit does not. The remote manufacturer's service technician advised the customer to remove the button cover and depress the button directly. If it works to reinstall the cover and get it aligned correctly. If it does not work to replace the switch printed circuit board assembly (pcba). The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.

Manufacturer narrative:
Multiple attempts were made to obtain the repair information from the customer, but no response was received. If repair information becomes available at a later date, a supplemental report will be submitted.